Manufacturer narrative:
The event of ipg pocket revision was reported to abbott. The ipg was relocated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient was experiencing pain at the ipg site. As a result, surgical intervention was undertaken wherein the ipg was relocated on (B)(6) 2021. This issue has since been resolved.